Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a cut in the tubing. Pressure test and clear passage under water test were performed and revealed a leak from a cut in the tubing. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set was leaking near the connection to a one-link. The reporter later stated that the exact location of the leak was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.